Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose level was not impacted. Although requested by tandem technical support, the customer declined to troubleshoot the reported issue.